Event description:
Receiving an inaccurate reading. In blood glucose tests, customer received a meter reading of 220 mg/dl and lab reading of 469 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.